Manufacturer narrative:
No information about device return

Event description:
Easyspine : screw not implanted. Another screw 6.4 was implanted. This change of device occured during surgery. Contact at the hospital don't know the reason. She confirmed that there were no impact on patient. Waiting for additional information. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Manufacturer narrative:
The product was not received by the manufacturer. Although, effort was made to know if the implant was discarded or can be returned. But no additional information was received. From provided information " screw was not implanted. Another screw 6.4 was implanted. This change of device occured during surgery. The contact at the hospital don't know the reason of this device change . She thinks it was probably an user error. In addition the contact confirmed that there were no impact on patient and no complications during surgery. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Several requests were made to gather information about the event as well as the potential cause. However, no additional information was received the investigation showed no problem with the product. However the lack of provided information prevents to determine the root cause of the event. Root cause is unknown if additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Easyspine: failure to implant.